Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact. The caller had tried various troubleshooting steps, including using different charging cables and wall adapters, but nothing resolved the charging issue. Customer reverted to an alternate method of insulin delivery.